Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2014, the patient experienced an increased pain and crepitus in his knee. This adverse event was addressed by revision surgery to exchange and explant the lgn ps high flex xlpe sz 7-8 9mm where it was found the patient had broken off the post of his pshf poly. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2014, the patient experienced an increased pain and crepitus in his knee. This adverse event was addressed by revision surgery to exchange and explant the lgn ps high flex xlpe sz 7-8 9mm where it was found the patient had broken off the post of his pshf poly. Patient outcome is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient experienced increased pain, crepitus in the knee and a subsequent revision surgery where the post of the poly was found to be broken and required an exchange. The patient outcome and current health status is unknown. No additional requested information was provided. Without the requested information, the root cause of the reported, ¿the patient experienced an increased pain and crepitus in his knee¿, device breakage, and revision cannot be definitively concluded. The patient impact beyond the reported events and revision cannot be determined. The patient¿s current health status remains unknown. Therefore, no further clinical medical assessment can be rendered. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that fracture of the implant components has been identified as a possible adverse effect that may occur as a result of trauma, strenuous activity, improper alignment, or duration of service. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique, joint tightness, material in use, patient reaction, patient anatomy, post-operative complication or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.